Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed the device had been serviced within the last 12 months for the same or similar allegation. Evaluation determined the cause to be not reproduced. The ultrasonic sensor was replaced. All required service actions were completed in the last service cycle. The reported condition was verified. The device was found out of specification in relation to the customer reported "ec 345" which was reproduced. A review of the event history log identified system error 345 messages. The cause was determined to be out of calibration downstream sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 345 (thermistor disparity). There was no known patient injury or medical intervention associated with this event. No additional information is available.